Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a device. A visual inspection of the returned photo noted that the retraction knobs of the handle can be seen fully retracted. There is no device loaded onto the handle. No device abnormalities can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during thorascopic lobectomy when amputating the lung fissure, the staple was able to be fired but the nail of the purple reload burst and there was poor staple formation as result, the device clamp was stuck in the tissue and it was difficult to remove. A part of the handle disconnected. A black reload was then used, the surgeon was able to press the green button and squeeze the handle however the device did not fire. Another device was used to resolve the issue. No patient harm.